Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument locked on tissue. The instrument was removed manually. The hospital reported no pt injury.